Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 49mg/dl. Customer was treated for the low blood glucose with food. Customer¿s current blood glucose level was 81mg/dl at the time of the call. The customer declined for troubleshoot. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.